Manufacturer narrative:
The device was not returned for analysis. The analysis is thus based on the inspection of the quality documents associated with the manufacture of this particular device as well as the data returned for evaluation. The manufacturing process for this device was re-investigated and all production steps were performed accordingly. There was no sign of any inconsistency during the manufacturing process. Particularly the final acceptance test proved the device functions to be as specified. The returned device data have been analyzed. The data documented a complete loss of signal since (B)(6) 2021, thus confirming the clinical observation. The root cause for this observation could not be determined. However, it cannot be excluded that a cardioversion procedure may have contributed to the clinical observation. Should the device itself become available, this investigation will be updated.

Event description:
Patient had a cardioversion on (B)(6) 2021 and since then hm reports show asystole recordings, secgs showing noisy signal and essentially no sensing. Recordings prior to (B)(6) have excellent signal quality. Device explanted (B)(6) 2021. No adverse patient events were reported. Should additional information become available, this file will be updated.